Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on an unknown date.according to the complainant, the patient experienced complications, but the specifics are unknown.all other information is unknown and reportedly unavailable.